Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery. The physician advanced the 6 x 20mm sterling balloon catheter across the lesion and inflated the balloon once to 6 atms and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.